Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for one pt involving unicel dxi 800 access immunoassay system. This is report number two of two referencing system serial number (B)(4). The elevated results were discordant to an alternate methodology and did not correlate with the pt's clinical condition. The customer noted the sample was not repeated, and the erroneous results were released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a pt source interferent for the samples received from the customer as the root cause for the falsely elevated results. The sample was collected in a bd lithium heparin tube with gel separator and processed on the automation line. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02716.